Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of damaged packaging is confirmed but the exact cause could not be determined from the photos provided. Three photo samples of a powerpicc kit were returned for investigation. The first photo shows what appears to be a wooden splinter piercing the clear outer packaging. The second photo shows an overall picture of the kit and the wooden splinter. The third photo shows the sample kit and wooden splinter from another angle. Based on the photo samples provided, possible contributing factors include damage during storage and handling. Since the location at which the wooden splinter was introduced could not be determined, the complaint is confirmed, cause unknown. A lot history review (lhr) of recs0288 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when the PICC kit was pulled out of the box it has a wooden splinter stuck in kit.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recs0288 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when the PICC kit was pulled out of the box it has a wooden splinter stuck in kit.